Event description:
It was reported that the tips appeared to overheat and melted sheath at the forceps end. The instrument became too unstable to use. This occurred with a second pair of forceps, the third pair worked and the procedure was completed with no harm to the patient. (This is the second device for this incident, the first was reported on MFR report number 2183680-2013-00040).

Manufacturer narrative:
The device was returned with the active cord cut off. Visual inspection revealed that the hub is fractured. The fracture site is located under the heat shrink. The heat shrink was removed for further inspection. The heat shrink does not appear melted - there are holes on the sides of the distal end of the heat shrink by design that allow for the movement of the pivot links during operation. Inspection confirms that all parts are accounted for. Failures such as this have been attributed to excessive force or torque being applied to the jaws of the device during use.